Manufacturer narrative:
The correct information has been provided with this report. The insulin pump was received with steady white light display with lines on the screen due to cracked lcd glass. Unable to perform functional testings due to steady white light display. Unit was received with broken off the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump¿s screen was damaged. They could not see the screen. The top of the screen was fine but underneath it was shattered. Their blood glucose level was 180 mg/dl. They did not know how the damage occurred. The screen had a part that was completely black. Another part of the screen was faded and flickering. The device will be replaced and returned for analysis.